Event description:
C-cc-co - cardiac output difficulties; continous cardiac output measurement became abnormally low (continuous cardiac index 1-1.5) right before the weaning of heart-lung machine. Abnormal measurement was continued to be shown for 10 to 15 minutes, and it became normal after that.

Manufacturer narrative:
Customer report was not confirmed. The thermistor and thermal filament were found to function normal. There were no open or intermittent conditions. The catheter was able to collect cco data for 5min. Without an error message on both the vigilance I and ii systems. The eeprom data is normal. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. All through lumens were found to be patent and they did not leak. Both thermistor and thermal filament housings were opened and there were no abnormalities observed.